Event description:
Display-backlight failure (device issue). On (B)(6) 2015, during a routine review of service order findings from a regional service ctr (rsc) located in the united states, an ikaria rep identified a display-backlight failure with inomax dsir# (B)(4). Although the device was not in use on a pt at the time of the device issue, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. On (B)(6) 2015: although there was no adverse event reported with the device, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023.

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on (B)(6) 2015. Inomax dsir # (B)(4) was returned to the MFR for service. The rsc experienced a delivery failure (df) alarm during service. The service log revealed the df was raised due to backlight current below the minimum 800 counts (actual: 790 counts). The rsc replaced the touchscreen / display assembly. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which result in a serious adverse event (MDR 3004531588-2013-00023).